Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic procedure, device sealing was inadequate with evidence of energy delivery and end tones heard. Seal showed evidence of energy delivery, but bleeds after cutting. About three good seals took place before the problem occurred. Tissue thickness was about 3-4 mm. The jaws were frequently cleaned. Additionally, it was noticed that a piece of plastic was sticking out where it should not have been. Another device used successfully with the same generator version 4.0.4.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic procedure, device sealing was inadequate with evidence of energy delivery and end tones heard; no re-grasp alert. Seal showed evidence of energy delivery, but bleeds after cutting. No blood transfusion done to the patient. About three good seals took place before the problem occurred. Tissue thickness was about 3-4mm. The jaws were frequently cleaned. Additionally, it was noticed that a piece of plastic was sticking out where it should not have been. Another device used successfully with the same generator version 4.0.4.